Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unspecified transmitter error message occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test and passed. Nordic bluetooth pairing test was performed and passed. The probable cause was determined to be a transmitter failed error. The reported event of unspecified transmitter error message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.